Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot couldn't resolve critical error alarm. The insulin pump will be returned for analysis and replacement will be sent to the customer.

Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download pump history, problem isolated to electronic board. The device was received with minor scratched lcd window.